Event description:
The customer called and reported the insulin pump screen appeared to be scratched or cracked in the middle of the right hand side. Customer stated he had to turn the insulin pump to the side to be able to read it. He did not know how the damage occurred. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.